Event description:
The manufacturer¿s representative (rep) reported they were at a pocket revision, and the pocket was moved. No patient symptoms or complications were reported. After the revision was completed therapy was working, but it was unknown if the patient recovered completely.

Manufacturer narrative:
Patient code (B)(4) no longer applies.

Event description:
Additional information was received from a rep. It was reported that the reason for the pocket revision was that the patient had discomfort at the pocket site. They had a follow-up on (B)(6) 2017 and had no discomfort at the site and they had recovered following the revision. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.